Event description:
The peritoneal dialysis (pd) pt's nurse reported that the pt had contacted her about a cycler leak. The pt reported that his cycler alarmed for a drain complication and he found fluid leaking from the cassette door. He discontinued treatment on the cycler. He was able to perform manual treatment. The set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any sign of infection. He effluent remained clear. He was prescribed two doses of prophylactic antibiotic ancef. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 month. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.